Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump volume was too low. Customer's blood glucose level was 144 mg/dl. During troubleshooting with tandem technical support, the issue was resolved. Reportedly, the customer continued to use the pump for insulin therapy.